Event description:
Eight days after the index procedure, the pt returned to the cath lab where repeat angiogrtaphy demonstrated thrombus in the proximal edge of the stent in the rca. To treat the thrombus a balloon angioplasty was performed along with the implantation of a taxus stent. The pt was discharged six days later in stable condition.